Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-00156, 2134265-2017-00515, 2134265-2017-00516, and 2134265-2017-00523. It was reported that chest pain occurred. The target lesions were located in the right coronary artery (rca) and left anterior descending (lad) artery. A 4.00 x 16 synergy ii drug-eluting stent was implanted in the proximal rca and another 4.00 x 16 synergy ii was implanted in the mid rca. Subsequently, another two synergy¿ drug-eluting stents were implanted in lad. Angiography and electrocardiography (ECG) were performed and clotting was noted in the 4.00 x 16 synergy ii stent in proximal rca. A rebel bare metal stent was then deployed inside the synergy stent in the proximal rca that had clotted. Ticagrelor and anti-coagulant medications were administered and intravenous ultrasound (ivus) was performed. A few minutes later, the patient experienced chest pain. No further patient complications were reported and the patient's status was fine.